Event description:
The manufacturer received information alleging the device displaying an error message on the screen. Error code 155 was being displayed which is a ventilator inoperative error due to the machine flow sensor. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.